Event description:
Report received of a hole in the tubing. Customer reported that a heparin drip had been infusing for 48 hours with the same tubing set when a hole was noticed. The heparin was infusing via an umbilical arterial line. There was no report of blood loss or air emboli. The site remained patent. No info available as far as how much heparin leaked. Additional pt info was requested, but no further info was available.